Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the er420 device an issue with jamming and malformed clips? Yes. Which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? Around the rectum. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? There was a possibility. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Na. The analysis results found that the er420 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 2 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, jamming occurred and clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.